Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. The keypad cover was found to be peeling off around the up/down arrow keypad buttons. The keypad cover removed and contamination was found under all key contacts except the ok button key contact. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and discolored display screen. The keypad cover was found to be peeling off around the up/down arrow keypad buttons. The contrast button was found to be unresponsive and the contrast key contact was found to be missing. The contrast button has no affect on insulin delivery function. The remaining keypad buttons were found to be responsive to user input. The keypad cover removed and contamination was found under all key contacts except the ok button key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.